Event description:
The subject cobe cardioplegia delivery set was set up for use in surgery. While circulating prime through the ciricuit, prior to connecting to the pt, the 1/4 inch ID pumphead tubing segment wore through and leaked prime. The user replaced the cardioplegia set and the case proceeded with no further problems. No pt injury resulted.